Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Reason for original complaint ¿ asr revision; left asr xl acetabular system; reason for revision: component loosening. Update from (B)(6) email (B)(6) 2012: add component to reason for revision, product added (corail), updated med dev. Reason for revision: component loosening (corail). Update - marked legal,added patient details - name, date of birth and date of death, amended hip side right not left, added a stem, amended date of implant, added additional hospitals x 2, added an additional surgeon, added deceased statement, added additional reason for revision. Taken from (B)(6) email dated (B)(6) 2015. (B)(6); hip side - right; implant date - (B)(6) 2009; additional hospital x 2 - (B)(6); additional surgeon - (B)(6). Additional reason for revision - avascular necrosis of the right hip ¿ confirmed by MRI. Update rec¿d (B)(4) 2015 - notification received from (B)(6) lawyers that the patient is now deceased, date of death was (B)(6) 2015 and the cause of death is unknown. (B)(6) have confirmed that there has been no allegation of a link between the asr implants and the death of the patient. (B)(4) 2015 ¿ no further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with (B)(4). No explants have been received at (B)(4) for investigation. (B)(6) have confirmed that there is no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation.

Manufacturer narrative:
Additional narrative: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.